Manufacturer narrative:
Product was purchased on order number (B)(4) on 3/2/2023. Product was shipped on invoice number (B)(4) on 3/3/2023. Customer received and used product, and reported that for 2 each out of the box, the product burned the physician. Customer was asked questions and given an RMA to return for investigation and credit on 6/5/2023. Complaint was able to be confirmed via investigation with supplier and information from customer. Root cause is believed to be a design/IFU issue. The device is believed to be used at a near 90-degree angle against the patient, causing body fluid to flow into the intake port during suction and creating a conductivity path between the electrode and the button area. The IFU will be updated to add a precaution/warning on using the device at a 90 degree angle. This is the 4th complaint of its kind for all sch/scf product numbers on 5 total products within the last 2 years of sales. In same time period, we sold (B)(4) of all sch/scf products. (B)(4) = low probability. Severity = patient = physician received minor, transient burn = moderate. Based on the above information, no further actions are required and this can be seen as the final report. If additional information is obtained that alleges any additional patient involvement or additional information pertinent to the investigation, a subsequent follow up report will be submitted.

Event description:
The customer alleged that the suction coagulator burned the physicians finger when he touched the button.